Event description:
It was reported that the patient with this pacemaker experienced a left arm pain, fatigue, and was seen in the emergency room as the device was rotated 180 degrees. In addition, the bloodwork was fine, performed chest x ray and confirmed device was rotated. Boston scientific technical services consultant stated that patient followed up with physician. As of this time, this pacemaker remains in service. No additional adverse patient effects were reported.